Event description:
Catheter was placed 3/4/98. On 3/5/98, the catheter broke and was removed.

Manufacturer narrative:
Product implicated is a 3f catheter. Returned for evaluation is the catheter, which is in two pieces. The proximal section (hub only) measures 5.6cm and the distal section measures 63.4cm. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates the tubing is severely elongated and appears necked down adjacent to the break site. The ends appear to mate. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions foe use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."